Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing did not confirm the reported event. The connection error was not generated. Inspection and testing found an air leak at the probe mounting part, insufficient angulation, play in the angle knob, corrosion in the connector, peeling of the adhesive around the probe, paint peeling on the air water cylinder, shaving on the suction cylinder, and there was a scratch on the objective lens and the image guide tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during pre-use inspection, a connection error occurred with the scope resulting in no image being displayed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely that the connection between the devices failed. Olympus will continue to monitor field performance for this device.